Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported a no power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: review of the black box data revealed several records of ¿power on reset¿ on the reported date of event. On examination, the battery compartment was intact; however, the threads of the returned battery cap were stripped. The battery cap was not able to be secured properly on the pump and could not maintain an electrical connection. Pump rebooting was duplicated using the returned battery cap. A test battery cap was used to complete the investigation. The pump powered on normally. On examination, the keypad was intact without damage. On testing, the up arrow button was unresponsive. The remainder of the buttons had normal response. The keypad cover was removed for investigation with no evidence of damage or contamination. The pump was opened for investigation and revealed moisture on the printed circuit board and the keypad wire connector. (B)(4).